Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 21dec2020.

Event description:
The customer reported a ventilator that was experiencing a backup battery alarm when plugged into alternate current (ac). It is unknown if there's patient involvement. Additional information has been requested. The device was evaluated by the customer and a remote service engineer (rse) who confirmed the reported problem. It was found that the retaining bracket was loose. The customer fully seat the power cord to the back of the ventilator, tightened the retaining bracket, fully charged the battery overnight and tested the device via back-up battery (test 13). The device was then reported to have passed the back-up battery (test 13). The issue reported was resolved. No other anomalies were reported.